Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the findings already reported in b5, the device evaluation found bending section rubber glues separated. Distal end insulation out of specifications. Light guide lens cracked. Objective lens cracked. Scope cover cracked. Bending angulations out of specifications. Universal cord buckled. Focus adjustment knob missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had air/water leakages. Inspection and testing of the returned device found nozzle and air/water channel clogged with solid brown foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. Related patient identifier: (B)(6).

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found the nozzle and air/water channel clogged with solid brown foreign material during evaluation; however; the customer returned the device without reprocessing due to a leakage which caused the foreign material to remain in the nozzle and channel. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.